Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - efaa) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the second xtw that opened during 'establish final arm angle' (efaa) and required intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) due to a prolapse of the posterior 2 leaflet (p2). During a mitraclip procedure, an xtw was placed on the medial side of the anterior 2 leaflet (a2) and p2. There was remaining mr on the lateral side of the clip. A second xtw (21208r1020) was prepared and placed on central a2/p2. During deployment, the clip passed 'establish final arm angle' (efaa), before removing the lock-line. After removing the lock-line, efaa was repeated, but the clip relaxed to approximately 45 degrees. The clip was closed tightly and efaa was repeated. Again, the clip opened to 45 degrees, but did not open more. The physician chose to deploy the clip. Once deployed, the clip remained at 45 degrees and mr did not worsen. A third xtw was prepared as per IFU and placed on the lateral aspect of a2/p2 to further reduced residual mr and stabilize the second clip. The third clip performed as expected. The final mr was grade 2 and all clips appeared to be solidly attached. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.